Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated with in-house testing of retain lot t10226b. No issues with tni recovery were observed. Manufacturing batch records for lot t10226b were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although this catalog number (97300eu) is not approved in the united states, this event is being reported as the device is same/similar to catalog number 97300, 510(k) number k080269. .

Event description:
Customer reported discordant troponini results between triage and minividas. (B)(6) male tested on triage and produced the following results: ckmb: 2.2ng/ml, myo: 283ng/ml, tni: 0.15ng/ml, bnp: 1040pg/ml, d-dimer: 2050ng/ml. A separate sample, drawn at the same time as triage sample was tested on minividas and resulted = 1070.7ng/l. Customer stated patient was admitted for mi and underwent cardiac catheterization. Minividas cut-off: male is >25ng/l. Triage sob troponin cut-off: 0.40 ng/ml. Customer stated the patient was unaffected by the triage results because triage was still in evaluation phase. Customer used minividas for their clinical decision.